Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the left ventricular lead was diagnostically imaged prophylactically and an insulation abrasion was noted. Electrical testing of the lead revealed no anomalies. The lead would be monitored.